Manufacturer narrative:
(B)(4). Concomitant products: series a patella: catalog 184786, lot 175300. Vanguard tibial bearing: catalog 183420, lot 534970. Polish finned tibial tray: catalog 141252, lot 2015071031. This report is number 2 of 3 mdrs filed for the same even (reference 0009610576-2017-00006 / 1825034-2017-01303 / 1825034-2017-01304).

Event description:
Patient underwent a knee revision procedure approximately eight months post implantation due to a nickel allergy, the femur, tibia, and articular surface were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was evaluated and the reported event could not be confirmed due to limited information received. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was determined to be due to the patient's condition (nickel allergy). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.